Event description:
It was reported that the device had early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead was attempted to be repositioned, however, it was noted that all other pacing sites had unacceptable high thresholds as well. The new device's output was programmed at 4.75 volts and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).